Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient who was receiving compounded baclofen (2500 mcg/ml at 250 mcg/day) via an implantable infusion pump for intractable spasticity. It was reported that the pump was alarming and the logs were checked and showed an active motor stall occurred on (B)(6) 2018 at 0435. The patient was reportedly watching television at the time. No electromagnetic interferences (emi) or magnetic interaction with the pump were reported. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, indicating that the pump was replaced on (B)(6) 2018 and would be sent back to the manufacturer for analysis. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, indicating that the cause of the motor stall was not determined. The pump was replaced. The device was going to be returned to the manufacturer. No further complications were reported.

Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.